Event description:
Customer used female condom and noted outer ring pulled inside vagina during use. Two months later, after suffering a light period in the interim, pt went to see their physician because if "hemmorage". Physician advised that pt had miscarried. Customer has two children.